Event description:
Procedure: hernia. According to the reporter: the pt had an incisional hernia repair approx 1 month ago with parietex pco mesh, and used both suture and absorbatack for fixation. A few days after the surgery, the pt had a violent vomiting episode and felt a "pop"; the revision surgery was performed roughly a month later. The bowel was heavily adhesed on the right side and either the fixation had not held or the tacks and suture burst through the mesh on that side. The mesh was wadded up on the left side of the repair with bowel adhesed to the non-pco side . A new piece of pco was placed below the original mesh and again sutured and used absorbatack for fixation. Current pt status fine.